Event description:
It was reported that the user experienced brief intermittent connectivity issues between the dexcom g7 sensor and the ilet, characterized by signal loss to the pump when the phone and sensor were out of range and app-generated proximity notifications. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user education on transmitter-to-receiver wireless communication range, app versus pump notification behavior, and standard troubleshooting for signal loss. Investigation of this case revealed that the event was consistent with expected bluetooth range limitations and environmental or situational interference affecting signal continuity. It was concluded that the device functioned as designed and that no device malfunction was identified.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.